Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
"Per the customer, drill bit broke during procedure. Piece of drill bit was unable to be retrieved in bone per surgeon." Procedure was an orif of finger.

Manufacturer narrative:
Correction: please refer to h1 summary report & h1 number of events summarized please note the h1 summary report tab and h1 number of events summarized tab were selected in error. Correction: please refer to d9/h3 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
"Per the customer, drill bit broke during procedure. Piece of drill bit was unable to be retrieved in bone per surgeon." Procedure was an orif of finger.